Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies in the failure analysis center.  The cause was isolated to the system controller pcb assembly; however during further evaluation, the pcb was damaged during troubleshooting and a component cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was not completing its boot up cycle. There was no report of any patient use associated with the reported issue.